Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent dislodgement occurred during delivery to/at lesion. The target lesion was located in the left main (lm) coronary artery and left anterior descending (lad) artery exhibiting severe calcification and moderate tortuosity with 90% stenosis located in the proximal and mid segments. There was no difficulties noted when removing the protective sheath/stylette. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered during advancing and during withdrawal of the device. Excessive force was not used. After placing an onyx frontier stent in the lm artery, the 2.25 x 38mm onyx stent became lodged on a malapposed strut of the first deployed onyx frontier stent in the lm artery. An attempt was made to pull back the onyx stent; however, the stent became dislodged. Snare retrieval was performed to remove the dislodged onyx stent, and during the snaring process the lm onyx frontier stent was also dislodged. The cause of the stent 2.25 x 38mm onyx stent coming off the stent delivery system was the malapposed lm stent strut. The event was associated with increased equipment use and increased fluoroscopy time. The physician then re-deployed the lm with another onyx frontier stent with no issues noted and deployed a different 2.25 x 38 onyx frontier stent in the lad with issues noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: both the lm onyx frontier stent and the 2.25 x 38mm onyx frontier stent were successfully removed from the patient when snared. Correction: imf code corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.